Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: (B)(4), product type: accessory. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that a software problem was seen, and the patient's stimulation kept shutting itself off. The patient confirmed that stimulation had unexpectedly turned off twice. The patient also reported having connection problems and was charging without the recharging belt to avoid this. The patient stated the charging issue and stimulation shutting off occurred in the past 2 weeks. The reported software problem was 1-intellis 2-3.6 3-58 4-qf_new. When the patient tried to reset the controller the lithium battery broke. Patient was issued a new battery. The patient was redirected to her healthcare provider (hcp) to discuss the connection problem and stimulation turning off. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.